Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the sheath bent, due to patient anatomy, the valve became stuck and then perforated the sheath, and the valve struts prolapsed. The team inserted the 16fr esheath+ through the right femoral artery, which was a heavily calcified vessel. They noticed that the esheath+ was slightly bent at the distal common iliac due to calcium and tortuosity. After attempting to insert the valve through the esheath+, the valve stopped advancing. After trying multiple times with plenty of push force, the team noticed that the valve was starting to perforate through the sheath. They decided to take everything out together as unit and the valve struts started prolapsing, causing concern. After full removal of the system as a whole the right femoral-iliac artery system appeared normal with no harm done to the patient. They are planning on doing on a another day, using alternative access.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was returned for evaluation. The valve was returned crimped on the associated 29mm commander delivery system, partially inserted through the associated 16f esheath+. Two outflow struts were bent approximately 90 and 180 degrees, respectively, and exposed through the damaged sheath. The valve was aligned over the proximal balloon shoulder. After expansion, the struts remained bent and the frame was distorted with wrinkled and dehydrated, due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the event, the issue was confirmed through visual examination and no dimensional or functional testing was performed. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was received. Tortuosity and calcification were observed to be present in the access vessel. The vessel diameters were observed to be sufficient to accommodate a 16f esheath+. In this case, frame damage prolonging surgery was confirmed based on evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. As reported, 'the team inserted the 16fr esheath+ through the right femoral artery, which was a heavily calcified vessel. They noticed that the esheath+ was slightly bent at the distal common iliac due to calcium and tortuosity. After attempting to insert the valve through the esheath+, the valve stopped advancing. After trying multiple times with plenty of push force, the team noticed that the valve was starting to perforate through the sheath. They decided to take everything out together as unit and the valve struts started prolapsing, causing concern.' Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification [...] If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system [...] Do not over-manipulate the sheath at any time.' Per review of provided patient anatomy report, the patient's access vessel had presence of calcification and tortuosity. Per evaluation of the returned device, there were two (2) bent struts on the outflow side of the valve, bent approximately 90 and 180 degrees, respectively, and exposed through damaged sheath. In addition, the valve was aligned over the proximal balloon shoulder. In this case, there was high push force and the sheath kinked during advancement of the delivery system with valve through the sheath. The sheath liner was also torn per evaluation of the returned device. Based on the valve frame damage being on the outflow side of the valve and the direction of the bent struts, it is likely that the frame damage occurred during withdrawal of the crimped valve through the damaged sheath. Additionally, the patient anatomy with presence of calcification and tortuosity can create challenging pathway during delivery system withdrawal, the crimped valve potentially caught on the damage sheath leading to further frame damage on the outflow side. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve caught on sheath, withdrawal of crimped valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.